Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the permanent cautery hook (pch) instrument t involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer stated that no energy was transferred to the instrument when pressing the pedal. The color of the broken cable was unknown. The instrument did not collide with any other instrument or tool during the procedure and the damage did not result in a fragment fall inside of the patient¿s anatomy. Thermal damage and arcing were not observed. There was no patient injury/harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged conductor wire at the proximal end in the housing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Visual inspection found no damage to the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.